Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A review of the device history record for sn (B)(4) was performed from 01may2015 to 11nov2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the syringe pump was not working. There was no patient involvement.